Event description:
The reporter stated that he had a meter comparison with the health careprofessional as part of a routine doctor's visit. Results were 221 mg/dl versus 124 mg/dl. There were no symptoms reported.